Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of far field r-wave oversensing on the device. Reprogramming was recommended to resolve the event. No intervention has been performed and the patient was stable.